Event description:
Update 15 dec 2014 - der rcvd. Updated dor, patient dob, height and activity level. Added surgeon and sales rep details. Cup and head details brought frowards from the wpc. Added unknown stem and sleeve.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges that patient expierenced pain and discomfort in hip.

Manufacturer narrative:
(B)(4) - plaintiff's preliminary disclosure form was received, which identified (part/lot) and doi information for the left hip. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.depuy considers the investigation closed at this time.